Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation the device was returned evaluation and upon investigation, the reported failure was confirmed and isolated to damage on the blower driving hardware of the main electronics board. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista displayed tf 401 and 316 error. No patient involvement.